Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 557 mg/dl, 390 mg/dl, 139 mg/dl, 119 mg/dl 2. Result in the 300 mg/dl range and result in the 100 mg/dl range sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.